Manufacturer narrative:
(B)(4). The device was not returned for evaluation, however the device history review was unable to be completed as the relevant device lot/serial number was not reported or able to be subsequently ascertained. The complaint could not be confirmed.

Event description:
The procedure was performed with the patient in the supine position and three working port sites were placed in the right hemithorax. The pericardium was opened and the right pulmonary veins were exposed and entrance block testing of the right pvs was performed, revealing that the right pvs were isolated. The pulmonary veins were dissected and the lighted dissector was passed around the pulmonary veins quite easily. The right pvs were isolated with the bipolar clamp and seven ablations were performed. The roof and floor to the left atrium were exposed using blunt dissection without any complication. The roof line was performed with the mlp1 device. A chest drain was left in place and the port sites secured. The procedure was then repeated on the left side with exposure of the left pulmonary veins. The ligament of martial was identified and cauterized. The floor line was then performed, ablating from distally to proximally utilizing the mlp1 device. Attention was then turned to further dissection of the left pvs. Entrance block testing was performed and the veins were silent. The lighted dissector was passed easily around the left pvs. The bipolar clamp was then passed around the left pvs. There was difficulty in passing the clamp as there was some obstruction in the region at the heel of the clamp however the clamp was successfully positioned. Seven ablations were performed in an attempt to isolate the left pvs. On removal of the clamp bleeding was observed coming from a vein located on the posterior lateral aspect of the left ventricle. Several attempts were made to stop the bleeding which were unsuccessful. After a short while the surgeon then made the decision to open the left hemithorax in order to stop the bleeding. The chest was opened through a small mini thoracotomy, the bleeding vein identified and sutured without the use of the bypass machine. Hemostasis was secured and the procedure was continued. The roof line was then completed on the left side of the left atrial dome. A size 40 mm atriclip was then placed over the large multilobular left atrial appendage. Complete closure of the appendage was confirmed by tee. The left chest was then closed with a left chest drain left in place. After the procedure the patient was cardiovascularly stable.